Event description:
The contact reported that during set 1 of set-up, it was observed that the cycler had "dried up white residue that is about an inch and a half long" and was alleged to have come from the cassette area. It is suspected that fluid had leaked, however, the date or circumstances of the leak is unknown. The set was not made available for evaluation. During follow up the patient's peritoneal dialysis nurse reported that the patient did not have any signs of infection. Her effluent remained clear. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.